Event description:
It was reported that after the power cord on the 9900 system was pulled from the wall it was damaged (faulty power cord). There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the damaged power cord. The system was tested and found to be working as intended and placed back into service.